Event description:
It was reported that the radiofrequency programmer head had difficulty with telemetry and device interrogation. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of difficulty with telemetry and interrogation, the head was intermittent during operation and failed its uplink test. It was noted that the head interrogated and passed functional testing with a known, good cable. It was further noted that the head was contaminated internally (main printed circuit board and magnet) and was to be scrapped. (B)(4).